Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from returned questionnaire.